Manufacturer narrative:
No sample was returned for investigation, therefore no manufacturing records could be reviewed as part of aziyo's investigation. While the authors did not specify products used in study, a "large cormatrix patch" was referenced, which is potentially the proxicor for cardiac tissue repair (7cm x 10cm) device being the largest size. The instructions for use provided with the proxicor for cardiac tissue repair lists the indications for use as follows: "proxicor¿ for cardiac tissue repair is indicated for use as an intracardiac patch or pledget for tissue repair (i.e., atrial septal defect (asd), ventricular septal defect (vsd), etc.) And suture-line buttressing." The patch is required to be sutured to viable tissue on all sides. Use of this product to augment valve leaflets is an off-label use of this product.

Event description:
During post market surveillance, an article entitled "cormatrix anterior leaflet augmentation of the tricuspid valve: midterm results." Heart surg forum, 2021 mar 8;24(2): e261-e266 was reviewed and summarized as follows: retrospective analysis of 424 patients undergoing tricuspid valve procedures between 1/2013 and 8/2018: 420 anterior leaflet augmentation repairs & 4 tricuspid valve replacements. Out of the valve repairs cohort, 19 patients had cormatrix (currently aziyo biologics) ecm patches, likely proxicor for cardiac tissue repair (model# / lot#: unknown) used for anterior leaflet augmentation of tricuspid valve - 5 patients having isolated - augmentation only and 14 repairs conducted with concomitant surgeries on another valve. The article states that, in general, post-operative course for all patients was uneventful. However, there was mention of one patient who required drainage of a pericardial effusion post-operatively. No other details are given. The article clearly states that any negative events post-operatively were unrelated to aziyo products with statements such as "we had no clear failures related to the patch itself" and "the observed failures were probably unrelated to the [patch] material used." This MDR filing will address the reported post-operative pericardial effusion event, separate mdrs will be filed for other reported adverse events associated with this retrospective review. Attempts to obtain additional information about the reported event were unsuccessful. Should any additional information be received related to this event, a follow-up report will be filed.